Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found the lcd on pcb to be broken, enclosure was cracked at drain fitting, both covers were cracked and line cord was worn. The device tank was filled with water and device was powered on. Functional testing confirmed the reported customer complaint as there was a cracked lcd on pcb. The problem source has been determined to be unknown.

Event description:
Information was received indicating that a smiths medical device's display is not working. There were no reported adverse events.